Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 3 mmol/l. Customer has treated their blood glucose with food. The customer also reported their reservoir compartment was slightly chipped. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.